Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer cubie pockets failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 was reported as non-responsive and requiring maintenance. A field service engineer (fse) investigated and found out that the customer had previously replaced several malfunctioning cubie pockets, but the entire drawer subsequently failed. Upon arrival, the drawer was tested using the hardware test application; all pockets failed when attempting to pop lids simultaneously, though individual access was possible. The issue was postponed for parts. Later, the legacy full height cubie drawer was replaced with a matrix drawer (previously drawer 5). Drawers were configured and tested using the hardware test application, with all tests passing. The customer reloaded medications into both the full height cubie and matrix drawers. All bus cable connections behind the back panel and between the auxiliary and comm sled were checked. Final testing confirmed all drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer cubie pockets failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.